Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the battery cap will not secure appropriately onto the pump. The reporter stated that when they screw the battery cap onto the pump, the yellow o-ring is visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery cap issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.